Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic pulmonary resection procedure, the surgeon used tx30g to proceed with bronchus and found that staples were malformed after washing with water. Changed to another one to complete it. Then he used ec60a (ecr60g) to do pulmonary fissures found that the device would not fire at the first stroke of first firing. Changed to another device to complete the procedure again. No adverse event on the patient.

Manufacturer narrative:
(B)(4). On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? First. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? Near. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Like normal. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? The staple line is intact after firing. But most of the staples malformed after cleaning this tissue. Was proximal and distal control maintained on the tissue during the firing sequence? Yes. Was the staple line inspected for integrity prior to transecting the tissue? Yes. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular. Was a leak test completed? Yes. Is a pathology specimen and/or report available? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. Was the firing to close a side by side anastomosis? Unk.